Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (would not communicate with a monitor) has been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to a pulled trunk cable which pulled the j702 connector from the distribution node pca board. The root cause for the pulled cable was excessive force. No adverse event resulted from the pulled cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it would not communicate with a monitor.